Event description:
Customer reportedly obtained results of 41mg/dl, 118mg/dl, and 57mg/dl within 10 minutes on the same device. Customer reports taking glucose tablets and juice in response to the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.